Event description:
It was reported that the insulin pump had been exposed to moisture and had frequent battery changes. The customer declined to provide the blood glucose reading and further assistance was declined. He stated that there was condensation inside the device screen. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.